Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The ev1000 databox was returned for evaluation. The iso board was found to be defective due to a component failure. The iso board was replaced. The device will be shipped to the customer. The device history record was reviewed; no related non-conformances were found. There is no escalation is required. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during preventative maintenance the databox failed at the terms of "ap accuracy test", "cvp accuracy test" and "sample rate test" during the evfts test. There was no patient injury reported. The exact incident date is (B)(6) 2019. The cvp accuracy test results were: accuracy at 50 mmhg ¿ actual: 47.57, range: 49.50 ¿ 50.50, accuracy at 150 mmhg ¿ actual: 147.57, range: 148.50 ¿ 151.50, accuracy at 250 mmhg ¿ actual: 247.58, range: 247.50 ¿ 252.50, accuracy at 310 mmhg ¿ actual: 307.58, range: 306.90 ¿ 313.10.